Event description:
It was reported that the pump had cassette not attached error during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. A battery compartment damage, lcd lens broken, battery door damage, upstream occlusion (uso) seal delaminated was noted. Functional testing was performed. The downstream occlusion (dso) sensor was found to be defective. Service history review identified the complaint was not related to a previous service of the device within the review period. The allegation made by the complainant was confirmed. The battery compartment, battery door, lcd lens and uso seal need replacement.